Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify the motor arm cannot communicate with the main arm due to download difficulty. Unit received with corroded battery tube and corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors alarm. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.